Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported issue could not be duplicated. The ventilator passed pre-use checks and no vibrating sound was noted. No parts were replaced. The received logs confirmed the reported problem at the event date. Review of the received technical log does not contain any technical error codes to indicate any ventilator malfunction. There are no indications of any ventilator malfunction. The root cause for the reported issue could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the tidal volume dropped on the ventilator. There was no patient harm. Manufacturer ref. #: (B)(4).